Event description:
The customer reported the ventilator will not pass short self test (sst) due to a check valve leak. The unit was not in use on a pt therefore there was no pt harm or involvement. The respironics service tech confirmed the reported problem. The service tech reported that check valve (cv3) was damaged. The chek valve was replaced to correct the reported problem. Sst and extended self testing (est) was performed on the ventilator and all tests passed per operating specifications.